Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet and expressed frustration about not being able to administer manual correction insulin outside the system workflow; data review showed elevated glucose for approximately six hours and multiple false meal announcements, including an ¿usual for me¿ entry during the night, and the user was advised on correct use and the potential need for a factory reset. Symptoms included high blood glucose. Outcomes included no reported hospitalization, medical intervention, or injury. Investigation included review of uploaded device and glucose reports, user education, and referral for additional training with a plan for clinician follow-up. Investigation of this case revealed inappropriate use behavior related to false announcements intended to self-dose insulin while on automated mode, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear with user-related use error contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.